Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4) results of investigation: this unit was service by a carefusion authorized service technician. The ventilator was ran for 24 hours on the user's settings with no alarms. All the components inside the ventilator were inspected, no issues were found. General checkout was performed and returned.

Event description:
It was reported by the customer that the unit started autocycling while on a patient with no patient harm. The customer performed testing on the unit, and was able to duplicate the reported issue while on a test lung.